Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed, safety disks need to be replaced.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and verified that the sd needed to be changed due to the date expiration 3/2021. He replaced the safety disk (0202-00-0140) and performed a pm, a full calibration, and tested the unit. The equipment works to manufacture¿s specs, cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).